Event description:
Epidural catheter placed by anesthesiologist for laboring patient. Upon attempted removal of the catheter by a qualified rn, the catheter would not easily come out. Anesthesiology attempted removal using various repositioning maneuvers. Upon removal of the catheter, a small segment remained within the patient.